Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Model # (lot number) is unknown. No information has been provided to date.

Event description:
It was reported that there was a leakage of blincyto (blinatumomab) observed. The same incident occurred twice. There was no patient injury reported.